Manufacturer narrative:
Result: the pxslim microcatheter is kinked approximately 2.5 cm from the hub. A 0.025" mandrel was introduced through the hub of the pxslim microcatheter. The mandrel advanced distally through the lumen of the catheter with slight friction distal of the hub where the kink is located. There was also slight resistance/friction felt where the ovalization is located 4.2 cm proximal of the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the coils could not advance through the pxslim microcatheter. The compliant also states that the coils did not advance smoothly through the pxslim microcatheter. Evaluation of the returned product revealed that the dimensions of all returned units were within specification and there is no indication that these units would have been incompatible. The returned coil and pusher assembly were slightly damaged, likely caused by attempts to advance the coil against resistance in the microcatheter. The coil may have had difficulty advancing through the microcatheter due to the ovalization in the catheter shaft however; this damage was not noted in the complaint even after the device was flushed. The damage at the proximal end of both microcatheters was likely caused during removal of the device from the patient and is not associated with the complaint. There is no indication that the product malfunctioned. The resistance may have been due to patient anatomy. The damage to the coil caused by advancing against resistance would have created further difficult when trying to advance the coil through the microcatheter. The catheters are 100% visually inspected for damage during processing and the coils are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00524, 00526, 00527 and 00528.

Event description:
The patient was undergoing an embolization procedure in the renal artery using two px slim delivery microcatheters and penumbra coils 400. During the procedure, the second penumbra coil 400 was not able to advance through the px slim delivery microcatheter. The physician removed both the px slim delivery microcatheter and penumbra coil 400 from the patient. A second px slim delivery microcatheter and penumbra coil 400 were inserted; however, the penumbra coil 400 could not advance smoothly through the px slim delivery microcatheter; therefore, both the px slim delivery microcatheter and coil 400 were removed. The physician confirmed that the px slim delivery microcatheter was not bent by flushing it and continued to use it. A third penumbra coil 400 was used; however, the coil would not advance smoothly through the second px slim delivery microcatheter; therefore, the microcatheter and coil were removed from the patient. The physician completed the procedure with a third px slim delivery microcatheter and sixteen penumbra coils 400. There was no report of an adverse effect on the patient. Physician's comment: the coils could not move smoothly inside the first and second catheter.